Event description:
It was reported that during a pre-implant interrogation, this pacemaker was found to be in safety mode. Technical services (ts) requested the device be returned for analysis. This device was never in service. There was no patent involvement.

Manufacturer narrative:
This report contains a correction to field e1: initial reporter phone.

Event description:
It was reported that during a pre-implant interrogation, this pacemaker was found to be in safety mode. Technical services (ts) requested the device be returned for analysis. This device was never in service. There was no patent involvement.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode. It was confirmed that critical therapy remained available. Review of device memory identified evidence that random access memory (ram) had been compromised, which can be indicative of power being lost and then restored. Despite analysis, the root cause of the clinical observations could not be confirmed. This report contains a correction to field e1: initial reporter phone.

Event description:
It was reported that during a pre-implant interrogation, this pacemaker was found to be in safety mode. Technical services (ts) requested the device be returned for analysis. This device was never in service. There was no patient involvement.